Event description:
The customer called the helpline in regards to an alarm that occurred. The customer did not change out the set to resolve the alarm. Additionally the customer was hospitalized for dka. No further details.